Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the failure was due to the device used without following the duty cycles requirements which caused the damage to the device. It was determined that the lack of tightness was a result of damaged housing of the trs handpiece. It was determined that too long duty cycles or worn out cutter devices (reduced cutting performance) caused the heating, which lead to the damage to the device. It was further determined that vibrations were normal feature of the trs system, until the duty cycles were respected. It was determined that in the case of reported trs devices, too long vibrations caused overheating and damage to the devices. It was further observed that the housing was deformed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that at the end of surgery, it was discovered that the lid of the battery handpiece device was stuck and could not be opened to remove the power module device. It was reported that the patient's wound was already closed when the issue was observed. During in-house engineering evaluation, it was observed that the lid device had lack of tightness which caused the damage of the housing of the trs handpiece device. It was further determined that the device overheated and was vibrating. It was reported that there were no delays in surgery as the intervention was over. It was reported that the event occurred at the end of surgery, inside of the operating room, before the device was returned to the sterilization/washing area. According to the reporter, it was mandatory to remove the battery device before returning the device to sterilization. There was no impact to the patient. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.